Event description:
On (B)(6) 2022 getinge became aware of an issue with hled surgical light. The paint near the keypad was peeling off. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
Getinge became aware of an issue with hled surgical light. The paint near the keypad was peeling off. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. According to the information provided by the service unit, the offer for repair has been proposed by the service, however, the customer did not accept it. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event due to the paint peeling issue. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment. Comparing the number of complained devices to the number of sold devices worldwide, we conclude that the failure ratio is moderate. The subject matter expert at the manufacturing site has evaluated investigated issues and concluded: all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow detecting the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor pain chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. We believe that overall the devices on the market are performing correctly. Given the circumstances, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number (B)(4).